Manufacturer narrative:
The processor pca (party number: 453564489071) with serial number (B)(6) was returned to philips for failure analysis. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and it was noted that connector j11 was damaged. The complaint was escalated for technical investigation and the results indicate the processor pca was fully evaluated and tested with no problems found. The processor board under test was placed on the test fixture and passed all operational and functional testing.

Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the processor pca has a cracked connector on it. There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.